Event description:
It was reported that the patient underwent the luxation pinnacle liner revision with the same implants- luxated again- revision with advantage cup. Revision was needed twice and during 2nd revision the surgeon used another acetabular cup. Procedure: hip surgery. (B)(4) captures the 2nd revision and related complaint (B)(4) captures the first revision for dislocation.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the pinnacle 100 acet cup 48mm has signs of organic material adhered at the outer fixation surface, also the cup presents wear at the inner surface, most likely caused by the head being in contact with the acetabular cup after the fracture event occurred. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the pinnacle 100 acet cup 48mm would have not contributed to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - procedure: hip surgery. - description of issue: luxation pinnacle liner- revision with the same implants- luxated again- revision with avantage cup. - when did the even occur (pre-op/intra-op/post-op)? Post-op. - was there any patient consequence? Yes, revision was needed twice. - what action was taken to resolve the issue? During 2nd revision the surgeon used another acetabular cup. - how long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? No information. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4). The photographs were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - procedure: hip surgery. - description of issue: luxation pinnacle liner- revision with the same implants- luxated again- revision with avantage cup. - when did the even occur (pre-op/intra-op/post-op)? Post-op. - was there any patient consequence? Yes, revision was needed twice - what action was taken to resolve the issue? During 2nd revision the surgeon usec another acetabular cup. - how long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? No information. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the pinnacle 100 acet cup 48mm has signs of organic material adhered at the outer fixation surface, also the cup presents wear at the inner surface, most likely caused by the head being in contact with the acetabular cup after the fracture event occurred. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the pinnacle 100 acet cup 48mm would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6a, d6b and d10. Corrected: h1 and h6 (health effect - clinical code & medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: operation date (B)(6) 2023 start time 00:00 end time 00:00 (intended) treatment liner change or cup revision to advantage cup side left blood loss - ml / transfused blood 0.0000 ml 1st operator (B)(6). Enter operation data dbc follow-up + ov posttrauma abnormal ankle and foot submissions submission lroi ok report general operation report iodine sterile covering using old incision sharp through skin and subcutis metallosis can already be seen in tissues open thin gluteus maximus open capsule in longitudinal direction and rein in front create sufficient space dislocate hip remove head keep stem away at the front place steinman pen behind side good view of acetabulum insert is loosely tilted and a loose shell is also removed completely expose cup looks good place new liner test well it is stuck place new cup reposition hip completely stable remove as much metallosis from tissues as possible close skin in layers intracutaneously summary ok report summary ok report insert change and cup change thp left 29-03-2023 postoperative instructions postoperative policy / aftercare as thp aftercare skin intracutaneous closed, pay attention to correct anticoagulation control 6 weeks, (B)(6). Anaesthesia technique spinal + sedation blood loss - ml / transfused blood 0.0000 ml 1st surgeon (B)(6), pja enter surgical data dbc follow-up + arthrosis of the pelvis/hip/lower leg + insertion of a hip prosthesis during a hospital stay for wear and tear of the hip postoperative diagnosis of coxarthrosis submissions submission lroi ok report general surgical report positioning, iodination and covering. Skin incision and opening of the fascia lata. Reining of the small exorotators and holding them back. Arc-shaped capsule incision and reining of the capsule. Luxation of the femoral head and sawing off the femoral neck to the correct height. Setting the acetabulum and excision of the labrum. Then milling the acetabulum and trial fitting. Driving in the pinnacle outer cup and placing a polyethylene inner cup. Then setting the proximal femur and opening it laterally with the block chisel. Insertion of the central reamer and then rasping with the ascending femoral rasps. Trial fitting and selection of the correct corail femoral stem. After driving in, trial fitting and selection of the correct cup. Reattachment of the capsule and exorotators. Closure of the wound in layers, skin with monocryl. Prosthesis sizes: outer cup: with corresponding liner, stem size, cup. Medical records reviewed: on (B)(6) 2022, patient received a left total hip replacement using corail stem and pinnacle cup, with polyethylene liner. No specific details were provided about the femoral head. Product and lot codes were not provided. There were no reported complications. On (B)(6) 2023, patient was revised to address luxation/dislocation of the hip. Head and liner exchanged. On (B)(6) 2023, patient was revised again to address recurrent luxation/dislocation and a malpositioned cup. Cup, liner and head were revised, converting to a competitor brand dual mobility cup and liner construct.